Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain it was reported that the ins had not worked for years. It was unknown when the ins was last successfully recharged because the patient has dementia and was reported as not being a good historian for device information. Communication could not be established with external equipment and the patient did not have their recharger or programmer with them so troubleshooting could not be performed. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event.if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient's device was overdischarged. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep provided additional information that was confirmed with the hcp. It was unknown why it had previously been reported that the ins had not worked for years. The rep reported the over-discharge was resolved after it was charged up and a power on reset (por) was cleared. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.